Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure while inserting the left ventricle lead (lv), it was easy to position, however there were poor measurement values. The guide wire and lead were advanced more distally then the lead appeared to have possibly gone epicardial. The patient's bp at this time was stable. The lv lead yielded reasonable measured data in this position with no pns (phrenic nerve stimulation) observed. The right atrial lead (7741) was then positioned in the high right atrium. The leads were connected to the device but following placement of the device in the pocket, it was noted that the lv (4677) had migrated more epicardial. The lead was disconnected from the device and slowly retracted back into the vein. Unfortunately the measured data on the lv lead was poor so the decision was made to cannulate the coronary sinus again with a new delivery system. During this process the patient's systolic bp began to fall and a subsequent echocardiogram confirmed an effusion. Periocardiocentesis was performed and about 200 mls of blood drained. The patient's bp improved and eventually cessation of bleeding into the pericardium was observed. Once the patient was stable, the 4677 was repositioned into a different posterolateral branch and yielded satisfactory measured data. The lead was reconnected to the device and the procedure was completed. The patient remained stable post-operatively. A post-op check was performed the following morning yielding satisfactory measured data. The patient was scheduled for discharge later in the morning.